Event description:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. In addition to the above, the bioshield irrigator (B)(4)) allows for remote irrigation via an attached irrigation line. A user reported spraying from the bioshield irrigator ((B)(4) lot 1321069) during suction, with approximate occurrence in (B)(6) 2014. User contact with bodily fluids did occur, while there was no report of harm to the patient or user and the instructions for use call for adherence to body substance isolation protocols, exposure to bodily fluids does present a risk of harm due to the potential for exposure. Device was not returned for examination. A review of complaint history for the lot ((B)(4) lot 1321069), finds no other reports of any type. This report will be updated if further information becomes available.

Manufacturer narrative:
Information provided in the instructions for use (IFU) includes: the bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. Irrigating through the bioshield biopsy valve's irrigation line with a device in the biopsy channel requires sufficient space between the diameter of the device and the diameter of the endoscope's channel. Adequate space is required to allow fluid to pass freely at a moderate pressure so that the valve connections do not leak. Leakage through non-sheathed spring-coiled devices such as biopsy forceps will occur if irrigation is performed while the non-sheathed device remains in the biopsy channel. Exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. Do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If leakage occurs, a sterile gauze should be used to cover the valve.